Event description:
As reported by the field clinical specialist, approximately 8 years, 10 months, 15 days after a transfemoral tavr procedure, symptomatic aortic stenosis was observed. The patient presented with shortness of breath, fatigue, and lower leg edema. Per echo, the ejection fraction was normal, the peak gradient was 85 mm and mean gradient was 50 mm. Intervention is planned but the method of intervention is not known (tavr vs savr).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation findings suggest that patient factors may have contributed to the event. It was noted that the patient has medical history of multiple valves disease, ckd stage iii and hyperlipidemia. These comorbidities may increase the risk of valve stenosis and calcification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical records reviewed, the patient presented with congestive heart failure nyha iii symptoms over the past 6 months. During recent admission for bronchitis and gastrointestinal bleeding, the patient was found to have severe bioprosthetic aortic stenosis with thickened, poorly mobile tavr leaflets. Elevated gradients were consistent with severe prosthetic valve stenosis: the mean gradient 50 mmhg, peak 85 mmhg, peak velocity 4.6 m/s. No regurgitation was noted. There was also significant mitral valve stenosis, and anemia of unclear etiology. A CT was performed and there was no convincing evidence of thrombus on the tavr. The patient is not a surgical candidate and a valve in valve tavr procedure was recommended.